Event description:
A report was received that the patient had a poor incision healing and a weeping incision site. A localized skin infection was located at the midline incision site. The patient was prescribed with a course of antibiotics. The physician did not believe that the infection was device related. The patient was reportedly on the healing process.

Manufacturer narrative:
.